Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient of 48" in height. The intra-aortic balloon (iab) was inserted in the right femoral artery. During insertion of the iab, there was difficulty pulling out the stylet and guidewire. Was "stuck" in the device. As a result, the iab was removed and a new iab was inserted successfully. The second iab was inserted into the same insertion site. There was no reported interruption in intra-aortic balloon therapy (iabp) therapy, nor were there patient complications. Indication of incident - n/a was prior to pump connection patient outcome - good. Additional information received stated that the doctor indicated that when they removed the stylet, it was with difficulty, as it felt tight. They prepped the balloon as per protocol. The doctor also experienced a very tight fit over the guide wire and decided to remove the catheter instead of forcing it forward, opened another set and used the balloon from that pack, which passed easily over the original wire.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "tight over guidewire" is confirmed. A bend was noted on the iab, and resistance occurred during guidewire removal which could have caused the reported complaint. The guidewire returned with the device was not retrieved from the corresponding iab insertion kit. The iab insertion kit was sealed upon return. The root cause of the bend is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the related complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported that the event involved a patient of (B)(6) in height. The intra-aortic balloon (iab) was inserted in the right femoral artery. During insertion of the iab, there was difficulty pulling out the stylet and guidewire. Was "stuck" in the device. As a result, the iab was removed and a new iab was inserted successfully. The second iab was inserted into the same insertion site. There was no reported interruption in intra-aortic balloon therapy (iabp) therapy, nor were there patient complications. Indication of incident - n/a was prior to pump connection patient outcome - good. Additional information received stated that the doctor indicated that when they removed the stylet, it was with difficulty, as it felt tight. They prepped the balloon as per protocol. The doctor also experienced a very tight fit over the guide wire and decided to remove the catheter instead of forcing it forward, opened another set and used the balloon from that pack, which passed easily over the original wire.